Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered appropriate anti-tachycardia pacing (atp) for a detected ventricular arrhythmia. Atp therapy accelerated the arrhythmia into the ventricular fibrillation (vf) zone following the 3rd burst of atp. Shock therapy was successfully delivered and converted the arrhythmia. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.